Manufacturer narrative:
(B)(4). Date sent: 9/30/2020 d4: batch # unk investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In addition, four malformed staples were returned inside of a plastic jar. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not closed completely. The device was fired 2 to 3 times outside the patient for functionality, but the issue did not improve. The device was used on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.